Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm multiple times. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer reported trace pointers are invalid and history pointers failed. The history pointers are corrupted alarm occurred on battery change. Customer performed self test. The insulin pump did pass the test. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.